Event description:
The manufacturer received information alleging an device is noisy, not using the water, nasal/throat irritation or soreness, particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted where the manufacturer's investigation is complete.